Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2330 - captures the reportable event of pelvic, perineal, and low back pain. E1906 - captures the reportable event of infections. E1405 - captures the reportable event of dyspareunia. E1715 - captures the reportable event of scarring. E1311 - captures the reportable event of further or worsening urinary problems. E0206 - captures the reportable event of loss of enjoyment. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
It was reported that the patient had a lynx system implanted during a procedure and has since experienced complications, including pelvic, perineal, and low back pain, infections, dyspareunia, further or worsening urinary problems, scarring, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block h11: blocks a2, b2, b5, b7, d6b, h2, h6, have been updated based on the additional information received on june 30, 2025. Block a2: the provided patient age of 43 years is as of the time of device implantation. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6) medical center, united states. The explanting surgeon is: dr. (B)(6) (B)(6) medical center, united states. Block h6: the imdrf patient codes capture the reportable events of: e2330 - captures the reportable event of pelvic, perineal, and low back pain. E1906 - captures the reportable event of infections. E1405 - captures the reportable event of dyspareunia. E1715 - captures the reportable event of scarring. E1311 - captures the reportable event of further or worsening urinary problems. E0206 - captures the reportable event of loss of enjoyment. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device. F1903 - mesh excision.

Event description:
It was reported that the patient had a lynx system implanted during a procedure and has since experienced complications, including pelvic, perineal, and low back pain, infections, dyspareunia, further or worsening urinary problems, scarring, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. Additional information received: on june 25, 2024, the patient underwent mesh excision surgery. A u-shaped vaginal incision was created to facilitate dissection of the full-thickness vaginal wall from the ureteropelvic ligament. The sling located at the mid-urethral level was identified, divided into right and left halves using a right-angle clamp and curved mayo scissors, and systematically removed. The left portion of the sling was dissected from beneath the urethra, then deep into the retropubic space, separating it from the bladder, urethra, and its attachments to the pubic bone periosteum. Traction on the left sling arm revealed movement in the suprapubic skin, correlating with the original sling placement site. The right half of the sling was similarly dissected from the urethra, bladder, and pubic bone periosteum, allowing confirmation of its suprapubic trajectory. Skin incisions overlying the sling tract were extended and joined to form a single suprapubic access point. Mesh was identified bilaterally and fully dissected from the subcutaneous tissue and rectus fascia. Both the left and right portions of the sling were removed intact. The vaginal incision was irrigated with antibiotics and closed. Cystoscopy confirmed the absence of bladder or urethral injury. The patient was admitted for overnight observation and pain management. She will be discharged without a catheter and prescribed analgesics and a stool softener. Follow-up will be arranged as needed.

Event description:
It was reported that the patient had a lynx system implanted during a procedure and has since experienced complications, including pelvic, perineal, and low back pain, infections, dyspareunia, further or worsening urinary problems, scarring, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. On (B)(6) 2024, the patient underwent mesh excision surgery. A u-shaped vaginal incision was created to facilitate dissection of the full-thickness vaginal wall from the ureteropelvic ligament. The sling located at the mid-urethral level was identified, divided into right and left halves using a right-angle clamp and curved mayo scissors, and systematically removed. The left portion of the sling was dissected from beneath the urethra, then deep into the retropubic space, separating it from the bladder, urethra, and its attachments to the pubic bone periosteum. Traction on the left sling arm revealed movement in the suprapubic skin, correlating with the original sling placement site. The right half of the sling was similarly dissected from the urethra, bladder, and pubic bone periosteum, allowing confirmation of its suprapubic trajectory. Skin incisions overlying the sling tract were extended and joined to form a single suprapubic access point. Mesh was identified bilaterally and fully dissected from the subcutaneous tissue and rectus fascia. Both the left and right portions of the sling were removed intact. The vaginal incision was irrigated with antibiotics and closed. Cystoscopy confirmed the absence of bladder or urethral injury. The patient was admitted for overnight observation and pain management. She will be discharged without a catheter and prescribed analgesics and a stool softener. Follow-up will be arranged as needed. Pathology of the mesh revealed synthetic mesh, consistent with bladder sling, fibroadipose tissue with hemorrhage and vascular congestion, and no significant inflammation.

Manufacturer narrative:
Block h11: blocks b5 and h6, have been updated based on the additional information received on october 15, 2025. Block a2: the provided patient age of 43 years is as of the time of device implantation. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). The explanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2330 - captures the reportable event of pelvic, perineal, and low back pain. E1906 - captures the reportable event of infections. E1405 - captures the reportable event of dyspareunia. E1715 - captures the reportable event of scarring. E1311 - captures the reportable event of further or worsening urinary problems. E0206 - captures the reportable event of loss of enjoyment. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device. F1903 - mesh excision.